Event description:
Customer reported pt died. It is alleged that the monitor's audible alarm did not sound. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.